Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the probe broke during a case. The doctor retrieved the part.

Manufacturer narrative:
(B)(4). Alleged failure: broke during a case dr retrieved the part. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be user excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the probe broke during a case. The doctor retrieved the part.